Manufacturer narrative:
Unit powered up properly after the test battery was installed. No blank display noted during testing. Unit passed the displacement test, self-test, sleep current measurement and active current measurement. Unit had cracked case at the corner of the belt clip rail. During visual inspection, the electronic assembly, motor and force sensor had moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display and cosmetic damage. The patient¿s blood glucose level was 8 mmol/l at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.